Event description:
It was reported that during a da vinci-assisted procedure, the head bent and broke near the tip of the permanent cautery hook instrument. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and had the main tube broken. Fragments were not returned with the instrument. The pch instrument also had the plastic proximal clevis break. The broken piece is not missing because of breakage. The complaint was confirmed by failure analysis.